Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported cause was not determined, no further actions to be taken and the issue was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-nov-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that on (B)(6) 2019 the rep observed that contact # 4 on the top of the lead had a bad connection in the battery; out of range contact. Rep was unable to determine when the issue occurred. Rep noted that the contact was not being used for programming and patient was receiving adequate therapy; no complaints regarding therapy. Unknown which lead exactly had the issue. Issue not resolved at this time. No symptoms reported. No further complications were reported/anticipated.